Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a sternal wound infection. Their midsternal incision had staples in place with area in mid-incision with dehiscence. They also had purulent drainage and inferior portion with dehiscence. The patient was started on antibiotics on (B)(6) 2026. The patient had surgical intervention on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally communicated that the event resolved without sequelae on (B)(6) 2026. Later it was communicated the patient was admitted for hypotension, acute encephalopathy and suspected septic shock on (B)(6) 2026. On (B)(6) 2026 a nasal swab was positive for staphylococcus aureus, and the encephalopathy was resolved. On (B)(6) 2026, one unit of red blood cells for low hemoglobin was given to the patient. The patient was given intravenous vasoactive agents and antibiotics on (B)(6) 2026, and vasopressors on (B)(6) 2026.